Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, pump error 38 (no motor movement or negligible movement and retries to free a stuck motor failed). The customer reported blood glucose value of 445 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-866a, mmt-332a, mmt-1884. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. Customer reported insulin flow blocked alarm. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-866a. Product return status for mmt-332a is unknown. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. No unexpected insulin flow blocked or pump error 38 alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus ten times between (B)(6) 2024 21:51:53.000 to (B)(6) 2024 22:39:25.000 in pump downloaded history. Confirmed pump alarmed pump error 38 on (B)(6) 2024 22:43:20.000 in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Pump passed required testing and no unexpected insulin flow blocked alarm or pump error 38 alarm noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.